Manufacturer narrative:
G3, h2,h3 and h6: the navio surgical system japan, pn: rob00043, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed. Screenshots confirmed that the twin peg holes were not displayed in the tibia bone removal screen. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further clinical/medical assessment is warranted at this time. Should any additional clinical documentation be provided this complaint will be re-assessed. Further investigation found that the tibia twin peg cut guide was placed too far posterior. It was confirmed that the guide's cut slot was in the bone. Only the two pegs should be fixated in the bone. Therefore, the outline of the bone to be burred in the tibia bone removal screen is the backside of the cut guide. Refer to the navio surgical system user's manual for proper placement of the tibia cut guide. Virtually place the tibia cut guide (twin peg, or 4-peg tibia guide) on the bone, ensuring all fixation features have purchase in the bony anatomy and the cutting geometry does not interfere with the anterior portion of the tibia bone. The purpose of this stage is to ensure that the fixation features on the tibia cut guide have purchase into the bone surface and that the cutting geometry does not interfere with the anterior portion of the tibia bone. This situation is captured in the navio risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time d8 and d9: device returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a navio assisted tka surgery the navio surgical system japan was not displaying the hole of twin peg type cutting guide when they wanted to start the tibia cutting. Position of combined devices was not shifted. The procedure was completed with a 50-minute delay using manual instruments. No patient injuries and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.